Event description:
This procedure is part of the definitive le study: post atherectomy there were spasms of the anterior tibial artery and decreased flow temporarily which were corrected by a quick cross catheter and administration of nitroglycerin. Repeat angiogram showed restoration of brisk flow.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.